Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular and atrial channels. No intervention was performed at this time. The patient was stable and will continue to be monitored.